Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
Adverse event(s): "notices a blue tint" (altered color perception); "glare" (visual disturbances); "blurry vision" (blurred vision). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer reported that following intraocular lens (iol) implant surgery, he notices a blue tint in his vision. In a follow-up with the consumer, he also reported experiencing glare and "somewhat blurry" vision which he expected due to his astigmatism and the surgeon did a relaxing incision. At the consumer's request, the surgeon was not contacted.